Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a literature article that a patient underwent a sling procedure on an unknown date. Patient experienced vaginal discharge, dyspareunia, uti, voiding difficulties, groin pain, retention of urine, felt the suture and suture cut. Additional information was requested.